Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and the numbers keep scrolling. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or ramping number anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and scratched reservoir tube window.